Manufacturer narrative:
The insulin pump was received with missing retainer, reservoir tube lip o-ring and display window cover. Unable to perform displacement test due to physical damage. The pump was received with faded serial number label, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic list on the display came off. The customer's blood glucose level was 13.7 mmol/l at the time of the incident. The product was returned for analysis.